Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm; reportedly, customer knew the cause, however, declined to provide additional information or go through troubleshooting. Tandem technical support confirmed with customer no occlusions, alerts or alarms were present.